Manufacturer narrative:
Device eval by manufacturer: the returned device consisted of the embold packing device without the delivery sheath and the perforations intact. The coil arrived broken in two parts. The device was examined visually and microscopically to reveal a stretched coil separated from the coupler. A kink to the polymer shaft was observed approximately 5.5cm from the coupler. There was coupler damage, but the couplers remained connected.

Event description:
It was reported that the coil broke, and snaring was required to retrieve it. A 60cm embold packing coil was selected for use in the embolization of a pseudoaneurysm off of the gastroduodenal artery (gda) and accessory vessels with low tortuosity. Intermittent flushing was performed. The first 60cm embold packing coil was deployed successfully. This second 60cm embold packing coil was advanced without resistance and started to coil in the vessel. However, the middle portion of the coil would not pack tightly enough into the vessel. It was repositioned five or six times to try for a better pack, but then it stretched out. After the coil stretched, a snare was used to grab the coil, but while attempting to retract the coil, it broke. The coil broke at the stretched portion, and a portion of the coil was left hanging out of the parent vessel. This portion of the coil was snared and broke a few times and then snared again. The portion of the coil that was outside of the parent vessel was snared out, and the portion inside the target vessel was left where it was. Two new embold coils were used to finish embolizing the target vessel. The target vessel was embolized without problem. There were no patient complications as a result of this event.

Event description:
It was reported that the coil broke, and snaring was required to retrieve it. A 60cm embold packing coil was selected for use in the embolization of a pseudoaneurysm off of the gastroduodenal artery (gda) and accessory vessels with low tortuosity. Intermittent flushing was performed. The first 60cm embold packing coil was deployed successfully. This second 60cm embold packing coil was advanced without resistance and started to coil in the vessel. However, the middle portion of the coil would not pack tightly enough into the vessel. It was repositioned five or six times to try for a better pack, but then it stretched out. After the coil stretched, a snare was used to grab the coil, but while attempting to retract the coil, it broke. The coil broke at the stretched portion, and a portion of the coil was left hanging out of the parent vessel. This portion of the coil was snared and broke a few times and then snared again. The portion of the coil that was outside of the parent vessel was snared out, and the portion inside the target vessel was left where it was. Two new embold coils were used to finish embolizing the target vessel. The target vessel was embolized without problem. There were no patient complications as a result of this event.